Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/06/2025, a sales representative reported via phone that an ar-7715 ucl internal brace implant system had two anchors stripped and broke when trying to insert into the bone. All pieces of the anchors were removed from the patient. There was an under 15-minute delay in the case with no added anesthesia administered to the patient. A second kit from the same lot successfully completed the case. This was discovered during an elbow ucl procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.